Event description:
Pdc received a call on (B)(6) 2011, reporting medical intervention that occurred on (B)(6) 2011, at 3:00pm. Caller, pt's wife, stated that the pt received a "lo" reading on his pdc meter but felt symptoms of hyperglycemia; back pain and muscle tightness. Due to symptoms, medics were called. They used the pdc meter to test the pt and the reading was 586mg/dl. The pt was transported to the ER and their glucose reading was 478mg/dl. The time between the pdc reading and that of the ER was not reported. Treatment included insulin and being hooked up to an EKG machine. Pt was later discharged with a glucose level of 111mg/dl. Discharge instructions were to continue testing glucose levels and get meter troubleshooted. Caller stated that pt had not eaten in 2 days and was taking hydrocortisone/flonase steroids. Pdc cc rep provided caller/pt w/proper testing procedures and walked them through a cs test. Result came in range. Pdc sent replacement and a prepaid envelope requesting return of suspect product(s).

Manufacturer narrative:
Pdc did not receive suspect product(s), therefore, eval could not be performed.